Manufacturer narrative:
Omit:a141204 - pumping stopped (1503),b21 - type of investigation not yet determined,c21 - results pending completion of investigation,d16 - conclusion not yet available. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that on 5/5/2021 about 10 minutes after hanging the tpn and smof lipids the clinician noticed the syringe pump with the smof running had turned off and without alarming. A screen came up on the pcu that said the syringe chamber had been disconnected even though it was connected to the main pump. All of the fluids were paused and checked to make sure the syringe pump was attached to the pcu. The fluids were restarted and the pump alarmed stating that it was still disconnected. At this time all of the fluids were paused and the entire pump system was switched out. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: describe event or problem,imdrf annex a,g,c,d codes .

Event description:
It was reported that on (B)(6) 2021 about 10 minutes after hanging the tpn and smof lipids the clinician noticed the syringe pump with the smof running had turned off and without alarming. A screen came up on the pcu that said the syringe chamber had been disconnected even though it was connected to the main pump. All of the fluids were paused and checked to make sure the syringe pump was attached to the pcu. The fluids were restarted and the pump alarmed stating that it was still disconnected. At this time all of the fluids were paused and the entire pump system was switched out. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that after hanging tonight's (B)(6) 2021 tpn and smof lipids about 10 minutes later I was at the patient's bedside and I noticed the syringe pump with the smof running through it had turned off and without alarming a screen came up on the brain that said the syringe chamber had been disconnected even though it was connected to the main pump. I paused all of the fluids and checked to make sure the syringe pump was attached to the brain. I restarted the fluids and the pump alarmed and said it was still disconnected. At this time I paused all of the fluids and switched out the entire pump system. There was patient involvement but no harm.